Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device but caller reports device was destroyed prior to call. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device was discarded by the customer prior to the call to the manufacturer. Device will not be returned.